Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the tongue of the pt. The size is approximately 3x7mm. The pt was prescribed kenalog orabase and lidocaine viscous oral solution. Ref MFR # 3003637274-2014-00022.